Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was high and insulin injections were administered to address the high bg. The ketone level was large and the customer drank a lot of water to address the ketones. The contact thought that the complete 15 unit bolus had not been delivered and was the cause of the high bg. During troubleshooting, no device issues were identified. No pump alarms or alerts had occurred that would have stopped insulin delivery. The pump history confirmed that the customer did receive the full 15 unit bolus that was requested. Upon follow-up, the contact reported that the bg level dropped while using the injections and the injections were to be used for insulin therapy until a new supply of infusion sets arrive.